Event description:
It was reported that the customer experienced a blood glucose (bg) level of 25 mg/dl. The cause of low bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous dextrose. Reportedly, the customer was released on 11/19/21 with the issue resolved and no permanent damage. Pump data review by tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.